Manufacturer narrative:
Additional information was received indicating the reported issue was found during preventive maintenance.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with damage to the bottom case. The device's history displayed that there was a check clutch error. The customer's stated problem of a plunger failure was verified during occlusion tests and the motor drive test. The clutch halves no longer work properly, their replacement cleared up the issue. The leadscrew and spring were replaced as a preventative measure. Upgraded the motor mount, cleaned, greased, calibrated the device and performed power up process, occlusion test and all functional tests which passed.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump displayed a clutch and motor malfunction. There was no patient involvement as the issue was discovered during a preventative maintenance.